Manufacturer narrative:
Investigation in process. Additional serial: (B)(4).

Event description:
Caller reported a potential false negative apap result when testing frozen urine sample on different meters and device lot numbers. Customer obtained potential false negative apap result x6 frozen urine sample on different meters using device lot number w47200. The customer tested and observed positive apap x4 when using device lot number w46864. Customer called back to state that a (B)(6) male went into the ER. ER admitting diagnosis unk; discharged; prescription and otc medications unk. Controls were run and passed.